Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5568 implantable pacing lead 2010 (B)(6); (B)(4) implantable cardioverter defibrillator 2012 (B)(6). (B)(4). Lead not received by manufacturer.

Event description:
It was reported that the patient developed an infection. The device and leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.